Event description:
Upon placement of the catheter the valve was found to be incompetent and allowed air to enter the patient. The catheter was clamped off, and the valve was replaced with a valve from another kit.

Manufacturer narrative:
(B)(4). Carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from (B)(6) 2009 until (B)(6) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. The evaluation of the complaint sample confirmed the reported failure mode. Functional testing of the valve assembly confirmed the valve was not effectively sealed and allowed air to pass through. A review of complaint data identified a previous complaint regarding this failure mode. The vendor of the valve assembly was notified of the previous failure mode and implemented corrective actions in the manufacture of the valve assembly. These corrective actions were implemented after the manufacture of lot l9b304r. A review of applicable manufacturing procedures did not identify any issues that may have contributed to the confirmed failure mode. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lots showed (2) non-conformance, product was 100% culled and submitted to quality for inspection. There were no other recorded quality problems or rejections related to this incident. Based on the investigation results, a specific root cause could not be identified by the (B)(6) facility. The investigation confirmed the valve was defective but was not able to identify a root cause for the defect.